Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated surgical procedure in (B)(6) of 2020. The ipg was not placed into surgery mode prior. A manufacturer representative met with the patient and was able to recover the ipg after troubleshooting. The rep reprogrammed the patient and stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.